Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. The implantable cardioverter defibrillator exhibited competitive atrial pacing and intermittent undersensing as programming changes were successfully made. The patient was in stable condition.